Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 11.5 mm icm115v4 implantable collamer lens, -17.0 diopter in to the patient's left eye (os) on (B)(6) 2011 . The lens was explanted on (B)(6) 2016 due to low vault and lens opacity. Phaco-emulsification (cataract surgery) was performed on the patient, and an iol was implanted. The patient's post-op uncorrected visual acuity was 20/24.

Manufacturer narrative:
Device evaluation: evaluation found lens are within specifications. Claim #(B)(4).

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. (B)(4): only secondary intervention, lens explant was reported. Patient also had a phaco-emulsification (cataract surgery) and iol implantation. Device evaluation: product evaluation found lens returned dry in the lens container. Visual inspection found haptic torn/broken/bent/deformed and foreign material on lens surface that is not possible to specify. (B)(4).